Manufacturer narrative:
It was reported from the site that the patient complained of a headache that last for 5 minutes, followed by tingling and numbness, then the right arm was flaccid. The strength and feeling return to right hand later, but has some residual weakness in the right arm remained. Stroke team was activated, however stroke team assessed all symptoms which had resolved. Patient was admitted. Neuro was consulted, assessment include: patient have decreased grasp strength of right hand, but is able to hold right arm up 10 minutes without drift. It was stated that that the event had resolved. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Transiant ischemic attack (tia) is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4) - hospitalization. Device remains implanted.

Event description:
It was reported from the site that on (B)(6) 2016 the patient complained of a headache that last for 5 minutes, followed by tingling and numbness, then the right arm was flaccid. The strength and feeling return to right hand later, but has some residual weakness in the right arm remained. Stroke team was activated, however stroke team assessed all symptoms which had resolved. Patient was admitted. Neuro was consulted, assessment include: patient have decreased grasp strength of right hand, but is able to hold right arm up 10 minutes without drift. It was stated that that the event had resolved on (B)(6) 2016. No additional information available.